Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the pump. The customer's blood glucose reading was 600+ mg/dl during the 911 call. The customer stated that she had symptoms such as throwing up. The customer stated that she had a kidney failure and was in diabetic ketoacidosis. The customer was treated with insulin and IV. The customer stated that there was a motor error and prime anomaly on the pump. At the time of the hospitalization, the customer denied any other alarms.